Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation- fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, fatigue, alopecia and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, urinary tract disorder and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, breakage, perforation- fallopian tubes, urinary problems, fatigue ,hair loss ,dental problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test- (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury nos replaced with event perforation- fallopian tubes, breakage, general abnormal bleeding, pelvic pain, abdominal pain ,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, urinary problems, fatigue, hair loss, dental problems, and adenomyosis. Patient demographic details, reporter and product information was added. Lab dada added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation- fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, fatigue, alopecia and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, urinary tract disorder and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, breakage, perforation- fallopian tubes, urinary problems, fatigue ,hair loss ,dental problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.